Event description:
A us distributor reported that a patient was experiencing a charger problem. A us distributor reported that a patient was experiencing a charger problem.

Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(6) was completed. The reported problem (won't power on) has been confirmed. Upon investigation the battery charger/modem was unable to power on. The charger was unable to power on due to having no output. The root cause for the output failure could not be positively identified. No adverse event resulted from the defective equipment. Device evaluation of battery charger/modem sn (B)(6) is underway. The reported problem (won't power on) has been confirmed. Upon investigation the battery charger/modem was unable to power on. The charger was unable to power on due to having no output. The cause for the failure is underway at the vendor. The root cause for the output failure is underway at the vendor. No adverse event resulted from the defective equipment.

Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) is underway. The reported problem (won't power on) has been confirmed. Upon investigation the battery charger/modem was unable to power on. The charger was unable to power on due to having no output. The cause for the failure is underway at the vendor. The root cause for the output failure is underway at the vendor. No adverse event resulted from the defective equipment.

Event description:
A us distributor reported that a patient was experiencing a charger problem.